Event description:
It was reported that, the patient with the cardiac resynchronization therapy defibrillator (crt-d) system exhibited a cardiac arrest. The first shock converted the rhythm nonetheless, patient went back into arrhythmia. Then, the subsequent shock exhibited low shock impedances out of range and subsequent attempts had charge times of 0.0 sec. The crt-d was interrogated and got a code 1004 indicative of a short circuit condition during shock delivery. The patient had gotten external shocks and cardiopulmonary resuscitation (CPR). Technical services (ts) recommended to replace the crt-d and this right ventricular (rv) lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).